Event description:
It was reported that the t:slim x2 pump's battery was not charging, and efforts to charge it using a tandem cable and wall adapter were unsuccessful as the charging connection was not recognized. There was no adverse impact to the customer's blood glucose level. Customer technical support arranged to send replacement charging supplies via two-day shipping, and if the pump battery depleted before receiving these replacements, the customer was advised to rely on manual daily injections (mdi). Inserts of follow-up attempts indicated that the replacement supplies were sent, although it remains unclear whether those resolved the issue, as the customer did not respond to the follow-up verification.